Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that 3 days after having the device implanted, a ton of fluid began leaking, pushing the incision completely open. They were not sure if it was infected as a culture was still in the process. The patient had the whole system removed. No further complications were reported/anticipated.